Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the device battery became excessively hot. In addition, the complainant reported that the device battery could not be inserted or removed from the device. The complainant indicated that there was no pt involvement in the reported malfunction.